Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens implantation procedure, the lens haptic became broken, torn, or missing, and the lens was damaged by the injector. The surgeon stated that when injecting the lens, it became trapped, causing the septa to break. The lens was reported due to haptic rupture during the injection process. Additional information has been requested.